Event description:
It was reported that the patient resumed use of the ilet after a several-month interruption while previously treated with ozempic and experienced hyperglycemia, with a reported peak blood glucose of 388 mg/dl and a subsequent value of 209 mg/dl; a factory reset was recommended but not performed. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency intervention, and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia following device reconnection and therapy transition, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.